Manufacturer narrative:
Device received with no scratches or crack on lcd display window noted. The test reservoir p-cap was able to lock in place. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. J2 connector was inspected and locked on lcd board. Device passed displacement test and self test. Device passed rewind test no anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's screen was difficult to read and buttons were unresponsive. The customer's blood glucose value was unknown. The customer reported that there were scratches on the screen making it difficult to read for customer. The customer reported that insulin pump was slower to rewind than it had in the past. Customer reported that insulin pump had locked up and became unresponsive. The customer took the batteries out and back in. The device will not be returned for analysis.